Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.

Event description:
It was reported that balloon rupture occurred. The 50-70% stenosed target lesion was located in the moderately tortuous and severely calcified fistula. A 7.0 x 200, 135cm mustang balloon catheter was advanced for dilation. During inflation at 14 atmospheres for 14-16 seconds, the balloon leak and ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.